Manufacturer narrative:
The investigation of the returned balloon catheter found the hub occluded with material consistent with dried contrast from the device preparation. After bypassing the hub, the balloon was inflated, and the investigation found a pinhole leak at the distal end causing the device to progressively deflate on its own, which is consistent with the alleged product issue. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.

Event description:
See h10.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned.  If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
It was reported that the procedure of the dural avf embolization with squid. After preparation the balloon was inserted in mma artery and inflated. After the beginning of squid injection was identified liquid embolic reflux. More pressure was applied but balloon didn¿t hold the pressure. After the balloon was removed, flushed with dmso and distal leak was observed. The patient was stable with no reported injury.